Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4) for the evaluation. In the evaluation, the reported phenomenon was not duplicated. (B)(4) did more tests, but there was not abnormality. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during unspecified procedure using the subject device, the forceps elevator could not be retract or closed. Consequently the user could not place the stent in the patient. The procedure was abandoned. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc (olympus medical systems corp) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However there was the possibility that this phenomenon was attributed to inappropriate handling by the user. Also, the instruction manual of the subject device stated the appropriate handling of the subject device and the counter measures against abnormalities. If significant additional information is received, this report will be supplemented.